Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the rx mini trek catheter noted blood visible on the tightly folded balloon and contrast in the inflation lumen and on the hypotube, consistent with handling. The hypotube was separated 65.8 cm distal to the strain relief tubing, confirming the reported separation. The fracture faces were oval shaped as if kinked prior to separation. There was a bend in the hypotube 4.2 cm distal to the separation. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the hypotube can lead to weakening of the hypotube material such that subsequent application of force or further handling can cause a separation. To help ensure this type of damage is not the result of a manufacturing deficiency, all products are 100% visually inspected for kinks. Additionally, a sampling of product is destructively tested to verify lumen integrity. It is likely that the hypotube was inadvertently handled during insertion of the catheter into the guiding catheter, resulting in the hypotube kinking as there was no damage noted to the catheter during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. Additional manipulation would have contributed to the hypotube ultimately separating. A search of the lot history record indicated no non-conforming material records for the lot. Additionally, a query of the complaint handling database indicated no related incidents. Based on the investigation, there is no indication of a product quality deficiency.

Event description:
It was reported that during the procedure in the heavily calcified left anterior descending artery, a 2.0x15 mini trek dilatation catheter was advanced but could not cross the lesion. The catheter was removed from the anatomy without resistance. An attempt was made to introduce a 1.20x8 mini trek dilatation catheter; however, during advancement of the catheter into the guide catheter, the dilatation catheter kinked and separated prior to entering the anatomy. No resistance was felt prior to the separation. The dilatation catheter was removed without resistance. The target lesion was ultimately treated successfully using a non-abbott stent. There was no adverse patient effect and no significant clinical delay in the procedure. No additional information has been provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.